Event description:
It was reported that product performance data was reviewed and classified as inappropriate device detection. It was further reported that the device detected an episode of monitored ventricular tachycardia (vt); however, the investigator classified the episode as supraventricular tachycardia (svt). The device remains in use. The patient was enrolled in the (B)(6) clinical study. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 693565 implantable tachy lead, (B)(6) 2010. A 4196 implantable pacing lead(B)(6) 2010. A 4076 implantable pacing lead, (B)(6) 2010. (B)(4).